Event description:
It was reported that the patient went to their healthcare provider with skin irritation on (B)(6) 2026, while wearing the pod for an unknown length of time. Symptoms reported include erythema and soreness at the cannula site. The healthcare provider administered an antibiotic injection and steroid injection and prescribed an antibiotic cream. No impact to the patient's glucose level was reported. The patient was released the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.1 hardware: iphone18.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.